Event description:
It was reported that the patient may need to undergo a revision surgery due to increased pain and swelling 6- 8 months post-op. The patient's infection work up has been negative.

Manufacturer narrative:
Device is not available for return as it remains implanted in the patient. When additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. Upon further investigation of the CT scans, healthcare professionals opined that- ¿there is failure confirmed with the surgeons assessment. Infection was considered as a potential underlying cause. The CT scan shows some radiolucence and small cysts. Loosening of the tibia is likely. There is no clear sign of migration. The talus looks unsuspicious. No comment can be given regarding the underlying cause. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. ¿ if device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient may need to undergo a revision surgery due to increased pain and swelling 6- 8 months post-op. The patient's infection work up has been negative.